Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer also mentioned other blood glucose values such as 400 mg/dl. The customer treated high blood glucose with shot of insulin. Customer declined troubleshooting for high blood glucose level. Insulin pump passed self test and displacement test. It was unknown that the insulin pump was on auto mode or not. The insulin pump will not be returned for analysis.